Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been discarded by the user facility. Therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that after deploying 1/3 of the stent graft, the stent graft would not deploy any further. Therefore, to complete the deployment, the physician applied additional force to the delivery system, resulting in the handle breaking. The breakage occurred approximately 2cm from the touhy borst. The physician was unable to deploy the rest of the stent graft, so the delivery system and the partially deployed stent graft were removed without complications. Another stent graft was deployed at the target site. The procedure included treatment of a pseudoaneurysm in the venous side of a loop graft in the patient's upper arm. There was no report of injury to the patient.